Event description:
Pt reports she had knee replacement surgery and no longer will be needing euflexxa. Freq: inject one syringe intra-articularly into each knee weekly for 3 weeks. Prescriber info: (B)(6).